Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2013 with the following findings: during testing, the pump would not power on. The returned battery cap attached to the pump securely. During investigation, a display lens leak was found and evidence of moisture was found inside the battery compartment. The pump was opened and internal moisture contamination was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.